Event description:
It was reported that the patient underwent an initial implantation on an unknown date. Subsequently, the patient was revised approximately three (3) weeks ago due to loosening of the glenosphere. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. It was reported that the patient underwent a revision due to glenoid dislodging that occurred post fall. As the upper extremities are not used for ambulation and did not cause the patient to fall, then the shoulder components are not related to the glenoid dislodging that occurred post fall. A definitive root cause is traced to non-device related factors. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation on an unknown date. Subsequently, the patient was revised approximately six (6) weeks ago due to the glenosphere dislodging after experiencing a fall. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent a revision approximately one (1) week post-implantation due to the baseplate and taper adapter disassociating after experiencing a fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 118000; lot# unknown. Item# unk baseplate; lot# unknown. Item# 115395; lot# 66447236. Item# 180552; lot# 66447236. Item# 115310; lot# j7699341. Item# 180551; lot# 66447169. Item# 113635; lot# 65855842. Item# 110031399; lot# 66528904. Item# 110031424; lot# 66338604. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.